Manufacturer narrative:
(B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The lower housing was recommended for replacement for 1 unit, and a distributor performed the checkout of the system for 1 unit.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced gas leaks. 1 was reported for a leak from the lower housing of 6l per minute, and 1 was reported as a leak in the pressure switch in the vent engine preventing mechanical ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve patients.